Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient was complaining of little pain in the knee but no clinical evidence of infection. It was stated that surgeon went into inspect implants for loosening and knee stability. All implants were well fixed but had a little bit of laxity so surgeon elected to go up to a thicker poly insert. Doi: (B)(6) 2017 dor: (B)(6) 2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.